Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot v1359317 before the market release. No anomalies have been found. The original lot, manufactured in january 2014, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation the technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event and/or the technical analysis investigation is available. Orthofix (B)(4) has requested to the distributor, further details on the event, i.e. Type of application, more information on the device failure, what the surgeon did following device failure and the outcome of the treatment. Unfortunately, this information has not yet made available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device not returned.

Event description:
The information provided by the local distributor indicates: hospital name: hospital (B)(6), surgeon's name: (B)(6); date of initial surgery: (B)(6) 2014; body part to which device was applied: tibia; surgery description: correction; patient's information: female, previous health condition: normal; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: the strut screw that defines the measures came away from the device during the patient treatment. The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure an additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; information on patient current health condition: not informed. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot v1359317 before the market release. No anomalies have been found. The original lot, manufactured in january 2014, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the returned device, received on july 27, 2016 is currently under technical evaluation. A follow up report will be provided as soon as the results of the technical evaluation are available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event and/or the technical analysis investigation is available. Orthofix (B)(4) has requested to the distributor, further details on the event, i.e. Type of application, more information on the device failure, and the outcome of the treatment. Unfortunately, this information will not be made available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: hospital (B)(6), surgeon's name: (B)(6); date of initial surgery: (B)(6) 2014; body part to which device was applied: tibia; surgery description: correction; patient's information: female, previous health condition: normal; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: the strut screw that defines the measures came away from the device during the patient treatment. The complaint report form also indicates: -the device failure had no adverse effects on patient; -the surgery was completed with used device; -the event did not lead to a clinically relevant increase in the duration of the surgical procedure -an additional surgery was not required; -copies of the operative reports are not available; -copies of the xrays images are not available; information on patient current health condition: not informed. Further information received from the distributor on july 12, 2016: -about this case, I can assure that the surgeon has to change the strut to continue the treatment, so there was any loss to the patient because orthofix (B)(4) substitute the strut to continue treatment. -I don't have all the information requested because the patient is now treated and the surgeon don't keep the x-ray with him. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot v1359317 before the market release. No anomalies have been found. (B)(4). According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation the returned device, received on july 27, 2016 was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual and dimensional check as per orthofix (B)(4) design and product specification. The visual check evidenced that the insert bushing was missing. No other anomalies were detected. The dimensional check of the threaded hole confirmed that it was in conformance with the drawing. The dimensional check of the returned part evidenced that the device was originally conforming to specifications. It was not possible to analyze the missing parts. It was not possible to perform a complete functional test as the insert bushing parts are missing. The functional check, performed where possible, evidenced that the device is functioning properly. Specifically, no anomalies were found on the acute and gradual adjustment of length. Since the insert bushing parts were missing, it was not possible to finalize a complete technical investigation and determine the root cause of the event notified. However, we may formulate two main hypotheses: ·forcing of the insert bushing during application or treatment. If a high torque is applied, the plastic nut could be extracted from the strut. Please be informed however that the insert bushing is glued in the threaded hole of the strut with a glue to prevent the extraction of the insert bushing from the strut. Applying a high torque, it is possible to extract the insert bushing, but this may lead to damaging of the hexagon and of the threads before being able to extract the bushing. ·a production error. The quantity of glue could have been insufficient to guarantee the insert bushing staying in place. Please be informed that the component involved was manufactured in january 2014, while the control plan of the assembling was modified in april 2014 to avoid this kind of problems sometimes happened in the past. The process was modified adding a further check to avoid that struts with a wrong positioning and quantity of the glue on the caps can pass the test. Orthofix (B)(4) did not receive notifications on lots of the involved codes made since april 2014. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. " I am struggling here to understand what happened and when. The time scale seems very long with the original surgery on (B)(6) 2014 (about 77 weeks ago). We do not know exactly what happened because the definition given in the complaint form is not clear. We are told that the patient was not affected, the treatment was not affected and additional surgery was not required. We need to know when the failure occurred, what exactly happened, was needed to be done, if anything, the current condition of the patient, the treatment being carried out and a photo or x-ray to show the failed device. The information that we have been given suggests that the patient was not affected. Further medical comments according to the technical analysis: "now for the first time we have more complete information as to what happened in this case. The black bushing that retains the strut came off and as a result the strut became detached from the ring. The technical analysis shows that either the bushing was forced off the threaded end of the strut, or insufficient glue was applied originally and this caused the separation of the plastic bushing." Final comments: based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. According to the results of the technical evaluation, we may formulate two main hypotheses: ·forcing of the insert bushing during application or treatment. If a high torque is applied, the plastic nut could be extracted from the strut. Please be informed however that the insert bushing is glued in the threaded hole of the strut with a glue to prevent the extraction of the insert bushing from the strut. Applying a high torque, it is possible to extract the insert bushing, but this may lead to damaging of the hexagon and of the threads before being able to extract the bushing. A production error. The quantity of glue could have been insufficient to guarantee the insert bushing staying in place. Please be informed that the component involved was manufactured in january 2014, while the control plan of the assembling was modified in april 2014 to avoid this kind of problems sometimes happened in the past. The process was modified adding a further check to avoid that struts with a wrong positioning and quantity of the glue on the caps can pass the test. Orthofix (B)(4) did not receive notifications on lots of the involved codes made since april 2014. A complete medical evaluation was not possible as no information about the medical procedure, patient conditions, diagnosis and x-rays have been made available. Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: hospital (B)(6), surgeon's name: (B)(6); date of initial surgery: (B)(6) 2014; body part to which device was applied: tibia; surgery description: correction; patient's information: female, previous health condition: normal; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: the strut screw that defines the measures came away from the device during the patient treatment. The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; information on patient current health condition: not informed. Further information received from the distributor on july 12, 2016: about this case, I can assure that the surgeon has to change the strut to continue the treatment, so there was any loss to the patient because orthofix (B)(4) substitute the strut to continue treatment. I don't have all the information requested because the patient is now treated and the surgeon didn't keep the x-ray with him. Further information received on august 24, 2016 from the distributor: there was no effect on the treatment because we change the strut. (B)(4).